Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a vessel perforation occurred and required placement of a stent. The lesion being treated was a calcified, 99% stenotic lesion extending about 10cm in length in the sfa. The physician used a 6f sheath, a quickcross 0.35", and an aquatrack catheter from an antegrade approach to access the lesion. He began spinning at low speed (80k rpm), but the device became stuck in the lesion. He moved it forward and backward (with no speed, to make sure it was not still stuck), then attempted to spin again at low speed, but the device became stuck again. He increased the speed to high (200k rpm) and spun for 27 seconds without difficulty. He attempted a second spin at high speed and the device perforated the artery. The physician immediately removed the device and noticed that the wire was right at the end of the tip of the device. Total run time was 1min, 8sec. When reviewing the angiogram after the case, he noticed that the wire became stuck on the device and was displaced upward. It then slipped into a collateral vessel. When the physician next spun the device he caused it to perforate the vessel. He planned to treat the perforation with a covered stent, but was unsuccessful, so he successfully treated the vessel with balloon angioplasty. The patient status remained stable. (B)(4).

Manufacturer narrative:
Device analysis: the oad was received with the original cable assembly and guide wire engaged in the device. Examination of the handle assembly, saline sheath and driveshaft revealed that the guide wire spring tip was lodged within the driveshaft tip bushing. Biological material was observed on the distal end of the driveshaft and on the full length of the guide wire spring tip. The guide wire also exhibited a fracture of the spring tip support ribbon. No other damage was observed with the oad or guide wire that would have contributed to the difficulties experienced during the procedure. The guide wire spring tip was sent for sem analysis which confirmed the spring tip support ribbon fracture and the spring tip coil deformation. The spring tip coils had become bound tighter along the shaft as a result of the biological material accumulation resulting in the step and coil deformation on the spring tip. The solder bond for the guide wire spring tip also showed signs of degradation. At the conclusion of the failure analysis investigation the root cause of the reported event could not be determined. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. There are no similar complaints of this nature related to this device lot number. This will be considered an isolated incident and will be monitored for future trends. (B)(4).